Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/ sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient's device is just not working. The caller did not know any other details. No patient symptoms and no further complications were reported.